Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, poly swap-cultures taken- pt has possible infection-redness in right leg along with smelling.